Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by using different charging supplies and was informed that tandem does not recommend using third-party charging supplies. A replacement tandem wall adapter and charging cable were sent to the customer via two-day shipping, and no further assistance was required.